Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: during investigation, the pump was unable to maintain an electrical connection with the returned battery cap due to damaged cap threads and a battery compartment crack. A test battery cap was used for all testing. No pump related defects were found during testing. The pump case was removed and no evidence of moisture or loose components was found inside of the pump. The issue of the pump freezing was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter alleged that the pump ¿freezes¿. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.